Event description:
Blade does not lock. On (B)(6) 2012, at the operation with japanese proximal femoral nail, after the insertion of the blade, the doctor intended to lock it, but failed. He removed the blade from the patient, but could not remove it from the inserter. Later, he cut the blade and removed it. He then inserted the different sized blade instead. The doctor said that he applied the blade as usual, but it was not locked. He does not understand the reason why. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. We found that the rear part of the blade is badly damaged. We suppose that this damage was caused during the extraction of the blade. However, this damage makes a function test of this device impossible, and the relevant dimensions cannot be checked anymore. Therefore, we are not able to determine the exact cause of this occurrence. We can only assume that the blade was tightened too much by an incorrect rotating direction. The manufacturing documents were reviewed and no complaint related issues were found. We are not aware of any other complaint regarding this lot. No product fault could be detected.